Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination guiding sheath tip was deformed. The opposite artery was punctured to treat the left superficial femoral artery via a retrograde approach. When the guiding sheath was advanced, the tip of the guiding sheath was deformed due to severe calcification. The guiding sheath was, therefore, withdrawn, and successfully removed. The device was not used, and replaced with another destination ex guiding sheath to continue the procedure. Subsequently, the procedure was successfully completed. There was no health damage to the patient. The blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for sheath catheter tip mechanical damage due to severe calcification per the information received .based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).